Event description:
Pharmacist stated that nurse from dr's office acquired a needle stick in her thumb when taking syringes out of the box. When she opened, the box she noticed that one bag of syringes was torn and two needles were sticking out with with no shields. Consumer did seek medical attention and tetanus shot was administered and blood work was ordered for hepatitis c.

Manufacturer narrative:
Confirmed manufacturing defect. Product forwarded to manufacturing for further investigation. Evaluation summary: issue: injury needle stick. Regulatory compliance complaint lab received (90) 30g 1cc syringes in nine (9) sealed polybags (lot# 8210787) and (10) 30g 1cc syringes in partially opened polybag (lot # 8210787) which medical professional brought back a box where she was stuck by the needle. Product was evaluated and two syringes were returned with no shield in bag and revealed bent cannula. The two syringes were returned in polybag with open seal.